Event description:
Additional information received indicating that device reprogramming was conducted to resolve the event. There were no known patient consequences.

Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, noise resulting in oversensing was noted in both the right ventricular (rv) and right atrial (ra) leads. Moreover, low impedance was noted on the rv lead and low pacing impedance was noted on the ra lead. It was suspected that the cause of the event was due to lead insulation damage in both leads. However, no diagnostic imaging was conducted to confirm the alleged cause. Provocative testing was also conducted in a separate in-clinic follow up but the noise episodes could not be reproduced. The device was reprogrammed to resolve the event. The patient was stable with no consequences.